Manufacturer narrative:
(B)(4). Summary of investigational findings: during investigation the returned device was used and the handle assembly was separated as described in the event description. The parts, (handle assembly, grey positioner, and bottom cap), were visually inspected. No marks were found on any part. In addition to these observations, the gray safety lock knob was not returned. Based on the above, it was not possible to determine the cause of the complaint event. The returned product did not show any sign of device failure, and the bottom cap, which is normally responsible for the occurrence of this event, did neither show any sign of damage. Nothing indicates that the device was not advanced according to IFU and the investigation found no evidence to suggest that the device was not manufactured according to specification. Therefore, the exact reason for the difficulties encountered cannot be determined, but reference is made to the IFU concerning "placement of distal component". Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the free flow wouldn't open even if the correct procedure was followed. It remained closed. Distal free flows unable to release (so I performed a troubleshooting way IFU reported). Patient outcome: the endograft released at the end. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.